Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inability to interrogate and premature battery depletion were confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly that would account for the premature battery depletion was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device was unable to be interrogated. Ten months prior, data indicated a remaining longevity of 11 to 15 months. The patient noted receiving a high voltage shock. It was suspected that multiple charges were delivered and caused premature battery depletion. The device was explanted and replaced.